Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localized pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems") and bladder disorder ("urinary/bladder problems"). The patient was treated with surgery (essure removal via hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dyspareunia, genital haemorrhage, mental disorder and bladder disorder outcome was unknown. The reporter considered bladder disorder, dyspareunia, genital haemorrhage, mental disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: the follow information were updated: pregnant was update from unknown to no, essure stop date added; events heavy/abnormal bleeding, dyspareunia, psychological/psychiatric problems, urinary/bladder problems. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain / pain") and device dislocation ("essure (22mm in length) is seen projected over the left side of the pelvis") in a 42 year-old female patient who had essure inserted (lot no. A90481) for female sterilisation. Additional non-serious events are detailed below. Co-suspect products included aspirin (e.c.) And antibiotics. The patient had a medical history of pelvic pain in 2011 and vaginal bleeding, abdominal cramps, appendicectomy, laparotomy, polycystic ovaries and endometriosis. Concurrent conditions were listed as hydronephrosis and spotting vaginal. On an unknown date, the patient started aspirin (e.c.) At an unspecified dose and frequency. On an unknown date, the patient started antibiotics at an unspecified dose and frequency. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018 she experienced abdominal pain lower ("lower abdominal pain / left iliac fossa pain /abdominal pain"). On (B)(6) 2022 she experienced device dislocation (seriousness criterion medically important). On unknown dates she experienced pelvic pain (seriousness criteria medically important and intervention required), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems"), bladder disorder ("urinary/bladder problems"), abdominal adhesions ("extensive intra-abdominal adhesions"), adenomyosis ("adenomyosis"), pregnancy with contraceptive device ("twin pregnancy") and twin pregnancy ("ivf twin pregnancy"). The patient was treated with paracetamol, fluoxetine and dalteparin as well as surgery (essure removal via hysterectomy on (B)(6) 2020). In 2020, the pelvic pain had resolved. At the time of the report, the outcomes for dyspareunia, genital haemorrhage, mental disorder and bladder disorder were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as live birth of multiple neonates with no information on the children's health. The delivery occurred on an unknown date. The reporter considered abdominal adhesions, abdominal pain lower, adenomyosis, bladder disorder, device dislocation, dyspareunia, genital haemorrhage, mental disorder, pelvic pain, pregnancy with contraceptive device and twin pregnancy to be related to essure administration. The reporter commented: (B)(6) 2013: patient with history of acute lif pain, chronic pelvic pain secondary to recurrent ovarian cysts and endometriosis. Urine bhcg negative . Constant pain not responding to regular paracetamol, tramadol, codeine, diclofenac and pregabalin. No urinary symptoms, no fevers or vomiting. (B)(6) 2020: histopathology report: specimen uterus, both tubes and left ovarian: macroscopy: uterus is distorted with a distorted right adnexal fibrous mass. On the left side there is an elongated distorted fragment. Left fallopian tube. Endometrial thickness is 3mm. Myometrium measures 25mm. A small sub serosal fibroid is identified. Microscopy: uterus, both tubes showed proliferative phase endometrium and a benign leiomyoma. The right fallopian tube is within normal limits. The right ovary shows area of hemorrhage, few walt hard cell nests and an area of fibrotic nodule which is being investigated further. There is no evidence of endometriosis. Sections taken as left fallopian tube show broad ligament with areas of hemorrhage. Tubal structures are not identified. Left ovarian cyst shows fibrotic nodular tissue with areas of hemorrhage. The ovary has a small nodular area with cystic spaces. There is no evidence of malignancy. The immunohistochemistry and the deeper levels of the ovary show no significant abnormality. (B)(6) 2020: procedure performed in (B)(6) 2020: laparoscopic adhesiolysis to omentum, bowel, bladder+ open subtotal abdominal hysterectomy + bilateral salpingectomy + right salpingo-oophorectomy + left ovarian cystectomy. Histology: fibroid uterus with benign histological findings. Haematosalpinx confirmed. No other significant abnormalities or evidence of malignancies. No further action required. Note the cervix has not been removed. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: infertility [magnetic resonance imaging] in (B)(6) 2013: revealed a pedunculated fibroid and iucd which the patient has no recollection of having had inserted.; on (B)(6) 2019: pelvis gynecological: fluid-filled cystic area related to the right adnexa likely tubal/para ovarian as described. Benign appearing cyst within the right ovary which may represent a resolving hemorrhagic cyst or cyst. With debris. Small left haemato salpinx. Overall the mr features are of benign changes. [Scan] on (B)(6) 2022: xr abdomen: essure (22mm in length) is seen projected over the left side of the pelvis. [Ultrasound pelvis] on (B)(6) 2018: impression: 1) normal uterus and right ovary.2)significant free fluid. 3) complex left adnexal appearances suggesting a hydrosalpinx quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-jun-2023: essure lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain / pain") and device dislocation ("essure (22mm in length) is seen projected over the left side of the pelvis") in a 42 year-old female patient who had essure inserted (lot no. A90481) for female sterilisation. Additional non-serious events are detailed below. Co-suspect products included aspirin (e.c.) And antibiotics. The patient had a medical history of pelvic pain in 2011 and vaginal bleeding, abdominal cramps, appendicectomy, laparotomy, polycystic ovaries and endometriosis. Concurrent conditions were listed as hydronephrosis and spotting vaginal. On an unknown date, the patient started aspirin (e.c.) At an unspecified dose and frequency. On an unknown date, the patient started antibiotics at an unspecified dose and frequency. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018 she experienced abdominal pain lower ("lower abdominal pain / left iliac fossa pain /abdominal pain"). On (B)(6) 2022 she experienced device dislocation (seriousness criterion medically important). On unknown dates she experienced pelvic pain (seriousness criteria medically important and intervention required), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems"), bladder disorder ("urinary/bladder problems"), abdominal adhesions ("extensive intra-abdominal adhesions"), adenomyosis ("adenomyosis"), pregnancy with contraceptive device ("twin pregnancy") and twin pregnancy ("ivf twin pregnancy"). The patient was treated with paracetamol, fluoxetine and dalteparin as well as surgery (essure removal via hysterectomy on (B)(6) 2020). In 2020, the pelvic pain had resolved. At the time of the report, the outcomes for dyspareunia, genital haemorrhage, mental disorder and bladder disorder were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as live birth of multiple neonates with no information on the children's health. The delivery occurred on an unknown date. The reporter considered abdominal adhesions, abdominal pain lower, adenomyosis, bladder disorder, device dislocation, dyspareunia, genital haemorrhage, mental disorder, pelvic pain, pregnancy with contraceptive device and twin pregnancy to be related to essure administration. The reporter commented: 30-apr-2013: patient with history of acute lif pain, chronic pelvic pain secondary to recurrent ovarian cysts and endometriosis. Urine bhcg negative . Constant pain not responding to regular paracetamol, tramadol, codeine, diclofenac and pregabalin. No urinary symptoms, no fevers or vomiting. 05-feb-2020: histopathology report: specimen uterus, both tubes and left ovarian: macroscopy: uterus is distorted with a distorted right adnexal fibrous mass. On the left side there is an elongated distorted fragment. Left fallopian tube. Endometrial thickness is 3mm. Myometrium measures 25mm. A small sub serosal fibroid is identified. Microscopy: uterus, both tubes showed proliferative phase endometrium and a benign leiomyoma. The right fallopian tube is within normal limits. The right ovary shows area of hemorrhage, few walt hard cell nests and an area of fibrotic nodule which is being investigated further. There is no evidence of endometriosis. Sections taken as left fallopian tube show broad ligament with areas of hemorrhage. Tubal structures are not identified. Left ovarian cyst shows fibrotic nodular tissue with areas of hemorrhage. The ovary has a small nodular area with cystic spaces. There is no evidence of malignancy. The immunohistochemistry and the deeper levels of the ovary show no significant abnormality. 19-mar-2020: procedure performed in (B)(6) 2020: laparoscopic adhesiolysis to omentum, bowel, bladder+ open subtotal abdominal hysterectomy + bilateral salpingectomy + right salpingo-oophorectomy + left ovarian cystectomy. Histology: fibroid uterus with benign histological findings. Haematosalpinx confirmed. No other significant abnormalities or evidence of malignancies. No further action required. Note the cervix has not been removed. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: infertility [magnetic resonance imaging] in (B)(6) 2013: revealed a pedunculated fibroid and iucd which the patient has no recollection of having had inserted.; on (B)(6) 2019: pelvis gynecological: fluid-filled cystic area related to the right adnexa likely tubal/para ovarian as described. Benign appearing cyst within the right ovary which may represent a resolving hemorrhagic cyst or cyst. With debris. Small left haemato salpinx. Overall the mr features are of benign changes. [Scan] on (B)(6) 2022: xr abdomen: essure (22mm in length) is seen projected over the left side of the pelvis. [Ultrasound pelvis] on (B)(6) 2018: impression: 1) normal uterus and right ovary.2)significant free fluid. 3) complex left adnexal appearances suggesting a hydrosalpinx. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-jul-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and device dislocation ('essure (22mm in length) is seen projected over the left side of the pelvis') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included aspirin (e.c.) And antibiotics. Other product or product use issues identified: device ineffective "ivf twin pregnancy". The patient's medical history included pelvic pain in 2011, endometriosis, polycystic ovaries, laparotomy, appendicectomy, abdominal cramps and vaginal bleeding. Concurrent conditions included spotting vaginal and hydronephrosis. On an unknown date, the patient started antibiotics at an unspecified dose and frequency. On an unknown date, the patient started aspirin (e.c.) At an unspecified dose and frequency. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018, the patient experienced abdominal pain lower ("lower abdominal pain / left iliac fossa pain /abdominal pain"). On (B)(6) 2022, the patient experienced device dislocation (seriousness criterion medically significant), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems"), bladder disorder ("urinary/bladder problems"), abdominal adhesions ("extensive intra-abdominal adhesions") and adenomyosis ("adenomyosis") and was found to have a pregnancy with contraceptive device ("twin pregnancy"). The patient was treated with dalteparin, fluoxetine, paracetamol and surgery (essure removal via hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. In 2020, the pelvic pain had resolved. At the time of the report, the dyspareunia, genital haemorrhage, mental disorder and bladder disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal adhesions, abdominal pain lower, adenomyosis, bladder disorder, device dislocation, dyspareunia, genital haemorrhage, mental disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: (B)(6) 2013: patient with history of acute lif pain, chronic pelvic pain secondary to recurrent ovarian cysts and endometriosis. Urine bhcg negative . Constant pain not responding to regular paracetamol, tramadol, codeine, diclofenac and pregabalin. No urinary symptoms, no fevers or vomiting. (B)(6) 2020: histopathology report: specimen uterus, both tubes and left ovarian: macroscopy: uterus is distorted with a distorted right adnexal fibrous mass. On the left side there is an elongated distorted fragment. Left fallopian tube. Endometrial thickness is 3mm. Myometrium measures 25mm. A small sub serosal fibroid is identified. Microscopy: uterus, both tubes showed proliferative phase endometrium and a benign leiomyoma. The right fallopian tube is within normal limits. The right ovary shows area of hemorrhage, few walt hard cell nests and an area of fibrotic nodule which is being investigated further. There is no evidence of endometriosis. Sections taken as left fallopian tube show broad ligament with areas of hemorrhage. Tubal structures are not identified. Left ovarian cyst shows fibrotic nodular tissue with areas of hemorrhage. The ovary has a small nodular area with cystic spaces. There is no evidence of malignancy. The immunohistochemistry and the deeper levels of the ovary show no significant abnormality. (B)(6) 2020: procedure performed in (B)(6) 2020: laparoscopic adhesiolysis to omentum, bowel, bladder+ open subtotal abdominal hysterectomy + bilateral salpingectomy + right salpingo-oophorectomy + left ovarian cystectomy. Histology: fibroid uterus with benign histological findings. Haematosalpinx confirmed. No other significant abnormalities or evidence of malignancies. No further action required. Note the cervix has not been removed diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: infertility. Magnetic resonance imaging - in (B)(6) 2013: revealed a pedunculated fibroid and iucd which the patient has no recollection of having had inserted.; on (B)(6) 2019: pelvis gynecological: fluid-filled cystic area related to the right adnexa likely tubal/para ovarian as described. Benign appearing cyst within the right ovary which may represent a resolving hemorrhagic cyst or cyst. With debris. Small left haemato salpinx. Overall the mr features are of benign changes.. Scan - on (B)(6) 2022: xr abdomen: essure (22mm in length) is seen projected over the left side of the pelvis.. Ultrasound pelvis - on (B)(6) 2018: impression: 1) normal uterus and right ovary.2)significant free fluid. 3) complex left adnexal appearances suggesting a hydrosalpinx. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2022: mr received : reporter information, patient relevant history, treatment drug & patients lab data and events pregnancy and essure insert dislocation in abdomen were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain / pain") and device dislocation ("essure (22mm in length) is seen projected over the left side of the pelvis") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Co-suspect products included aspirin (e.c.) And antibiotics. The patient had a medical history of pelvic pain in 2011 and vaginal bleeding, abdominal cramps, appendicectomy, laparotomy, polycystic ovaries and endometriosis. Concurrent conditions were listed as hydronephrosis and spotting vaginal. On an unknown date the patient started aspirin (e.c.) At an unspecified dose and frequency. On an unknown date the patient started antibiotics at an unspecified dose and frequency. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018 she experienced abdominal pain lower ("lower abdominal pain / left iliac fossa pain /abdominal pain"). On (B)(6) 2022 she experienced device dislocation (seriousness criterion medically important). On unknown dates she experienced pelvic pain (seriousness criteria medically important and intervention required), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems"), bladder disorder ("urinary/bladder problems"), abdominal adhesions ("extensive intra-abdominal adhesions"), adenomyosis ("adenomyosis"), pregnancy with contraceptive device ("twin pregnancy") and twin pregnancy ("ivf twin pregnancy"). The patient was treated with paracetamol, fluoxetine and dalteparin as well as surgery (essure removal via hysterectomy on (B)(6) 2020). In 2020, the pelvic pain had resolved. The outcomes for device dislocation, dyspareunia, genital haemorrhage, mental disorder, bladder disorder, abdominal pain lower, abdominal adhesions, adenomyosis, pregnancy with contraceptive device and twin pregnancy were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as live birth of multiple neonates with no information on the children's health. The delivery occurred on an unknown date. The reporter considered abdominal adhesions, abdominal pain lower, adenomyosis, bladder disorder, device dislocation, dyspareunia, genital haemorrhage, mental disorder, pelvic pain, pregnancy with contraceptive device and twin pregnancy to be related to essure administration. The reporter commented: 30-apr-2013: patient with history of acute lif pain, chronic pelvic pain secondary to recurrent ovarian cysts and endometriosis. Urine bhcg negative . Constant pain not responding to regular paracetamol, tramadol, codeine, diclofenac and pregabalin. No urinary symptoms, no fevers or vomiting. (B)(6) 2020: histopathology report: specimen uterus, both tubes and left ovarian: macroscopy: uterus is distorted with a distorted right adnexal fibrous mass. On the left side there is an elongated distorted fragment. Left fallopian tube. Endometrial thickness is 3mm. Myometrium measures 25mm. A small sub serosal fibroid is identified. Microscopy: uterus, both tubes showed proliferative phase endometrium and a benign leiomyoma. The right fallopian tube is within normal limits. The right ovary shows area of hemorrhage, few walt hard cell nests and an area of fibrotic nodule which is being investigated further. There is no evidence of endometriosis. Sections taken as left fallopian tube show broad ligament with areas of hemorrhage. Tubal structures are not identified. Left ovarian cyst shows fibrotic nodular tissue with areas of hemorrhage. The ovary has a small nodular area with cystic spaces. There is no evidence of malignancy. The immunohistochemistry and the deeper levels of the ovary show no significant abnormality. (B)(6) 2020: procedure performed in (B)(6) 2020: laparoscopic adhesiolysis to omentum, bowel, bladder+ open subtotal abdominal hysterectomy + bilateral salpingectomy + right salpingo-oophorectomy + left ovarian cystectomy. Histology: fibroid uterus with benign histological findings. Haematosalpinx confirmed. No other significant abnormalities or evidence of malignancies. No further action required. Note the cervix has not been removed. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (b(6) 2015: infertility [magnetic resonance imaging] in (b(6) 2013: revealed a pedunculated fibroid and iucd which the patient has no recollection of having had inserted.; on (b(6) 2019: pelvis gynecological: fluid-filled cystic area related to the right adnexa likely tubal/para ovarian as described. Benign appearing cyst within the right ovary which may represent a resolving hemorrhagic cyst or cyst. With debris. Small left haemato salpinx. Overall the mr features are of benign changes. [Scan] on (b(6) 2022: xr abdomen: essure (22mm in length) is seen projected over the left side of the pelvis. [Ultrasound pelvis] on (b(6) 2018: impression: 1) normal uterus and right ovary.2)significant free fluid. 3) complex left adnexal appearances suggesting a hydrosalpinx quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain in 2011, endometriosis, polycystic ovaries, laparotomy and appendicectomy. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018, the patient experienced abdominal pain lower ("lower abdominal pain / left iliac fossa pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems"), bladder disorder ("urinary/bladder problems"), abdominal adhesions ("extensive intra-abdominal adhesions") and adenomyosis ("adenomyosis"). The patient was treated with surgery (essure removal via hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. In 2020, the pelvic pain had resolved. At the time of the report, the dyspareunia, genital haemorrhage, mental disorder and bladder disorder outcome was unknown. The reporter considered abdominal adhesions, abdominal pain lower, adenomyosis, bladder disorder, dyspareunia, genital haemorrhage, mental disorder and pelvic pain to be related to essure. The reporter commented: (B)(6) 2013: patient with history of acute lif pain, chronic pelvic pain secondary to recurrent ovarian cysts and endometriosis. Urine bhcg negative . Constant pain not responding to regular paracetamol, tramadol, codeine, diclofenac and pregabalin. No urinary symptoms, no fevers or vomiting. (B)(6) 2020: histopathology report: specimen uterus, both tubes and left ovarian: macroscopy: uterus is distorted with a distorted right adnexal fibrous mass. On the left side there is an elongated distorted fragment. Left fallopian tube. Endometrial thickness is 3mm. Myometrium measures 25mm. A small sub serosal fibroid is identified. Microscopy: uterus, both tubes showed proliferative phase endometrium and a benign leiomyoma. The right fallopian tube is within normal limits. The right ovary shows area of hemorrhage, few walt hard cell nests and an area of fibrotic nodule which is being investigated further. There is no evidence of endometriosis. Sections taken as left fallopian tube show broad ligament with areas of hemorrhage. Tubal structures are not identified. Left ovarian cyst shows fibrotic nodular tissue with areas of hemorrhage. The ovary has a small nodular area with cystic spaces. There is no evidence of malignancy. The immunohistochemistry and the deeper levels of the ovary show no significant abnormality. (B)(6) 2020: procedure performed in (B)(6) 2020: laparoscopic adhesiolysis to omentum, bowel, bladder+ open subtotal abdominal hysterectomy + bilateral salpingectomy + right salpingo-oophorectomy + left ovarian cystectomy. Histology: fibroid uterus with benign histological findings. Haematosalpinx confirmed. No other significant abnormalities or evidence of malignancies. No further action required. Note the cervix has not been removed diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - in (B)(6) 2013: revealed a pedunculated fibroid and iucd which the patient has no recollection of having had inserted.; on (B)(6) 2019: pelvis gynecological: fluid-filled cystic area related to the right adnexa likely tubal/para ovarian as described. Benign appearing cyst within the right ovary which may represent a resolving hemorrhagic cyst or cyst. With debris. Small left haemato salpinx. Overall the mr features are of benign changes.. Ultrasound pelvis - on (B)(6) 2018: impression: 1) normal uterus and right ovary.2)significant free fluid. 3) complex left adnexal appearances suggesting a hydrosalpinx. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: following information were added/updated in the case: new hcp reporter; lab data; medical history; essure indication; new events: "extensive intra-abdominal adhesions", ¿adenomyosis". Outcome for pelvic pain (previous event reported). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain/pain") and device dislocation ("essure (22mm in length) is seen projected over the left side of the pelvis") in a 42 year-old female patient who had essure inserted (lot no. A90481) for female sterilisation. Additional non-serious events are detailed below. Co-suspect products included aspirin (e.c.) And antibiotics. The patient had a medical history of pelvic pain in 2011 and miscarriage, ovarian cyst, iliac fossa pain, dysmenorrhea, vaginal bleeding, abdominal cramps, appendicectomy, laparotomy, polycystic ovaries and endometriosis. Concurrent conditions were listed as abdominal pain, polycystic ovarian syndrome, hydronephrosis and spotting vaginal. Concomitant products included cyclogest (progesterone) and progesterone. On an unknown date, the patient started aspirin (e.c.) At an unspecified dose and frequency. On an unknown date, the patient started antibiotics at an unspecified dose and frequency. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018, she experienced abdominal pain lower ("lower abdominal pain/left iliac fossa pain/abdominal pain"). On (B)(6) 2022, she experienced device dislocation (seriousness criterion medically important). On unknown dates she experienced pelvic pain (seriousness criteria medically important and intervention required), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems"), bladder disorder ("urinary/bladder problems"), abdominal adhesions ("extensive intra-abdominal adhesions"), adenomyosis ("adenomyosis"), pregnancy with contraceptive device ("twin pregnancy"), twin pregnancy ("ivf twin pregnancy") and hypersensitivity ("allergic or hypersensitivity reaction;"). The patient was treated with paracetamol, fluoxetine and dalteparin as well as surgery (essure removal via hysterectomy on (B)(6) 2020). In 2020, the pelvic pain had resolved. At the time of the report, the outcomes for dyspareunia, genital haemorrhage, mental disorder, bladder disorder and hypersensitivity were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as live birth of multiple neonates with no information on the children's health. The delivery occurred on an unknown date. The reporter considered abdominal adhesions, abdominal pain lower, adenomyosis, bladder disorder, device dislocation, dyspareunia, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, pregnancy with contraceptive device and twin pregnancy to be related to essure administration. The reporter commented: (B)(6) 2013: patient with history of acute lif pain, chronic pelvic pain secondary to recurrent ovarian cysts and endometriosis. Urine bhcg negative . Constant pain not responding to regular paracetamol, tramadol, codeine, diclofenac and pregabalin. No urinary symptoms, no fevers or vomiting. On (B)(6) 2020: histopathology report: specimen uterus, both tubes and left ovarian: macroscopy: uterus is distorted with a distorted right adnexal fibrous mass. On the left side there is an elongated distorted fragment. Left fallopian tube. Endometrial thickness is 3mm. Myometrium measures 25mm. A small sub serosal fibroid is identified. Microscopy: uterus, both tubes showed proliferative phase endometrium and a benign leiomyoma. The right fallopian tube is within normal limits. The right ovary shows area of hemorrhage, few walt hard cell nests and an area of fibrotic nodule which is being investigated further. There is no evidence of endometriosis. Sections taken as left fallopian tube show broad ligament with areas of hemorrhage. Tubal structures are not identified. Left ovarian cyst shows fibrotic nodular tissue with areas of hemorrhage. The ovary has a small nodular area with cystic spaces. There is no evidence of malignancy. The immunohistochemistry and the deeper levels of the ovary show no significant abnormality. On (B)(6) 2020: procedure performed in (B)(6) 2020: laparoscopic adhesiolysis to omentum, bowel, bladder+ open subtotal abdominal hysterectomy + bilateral salpingectomy + right salpingo-oophorectomy + left ovarian cystectomy. Histology: fibroid uterus with benign histological findings. Haematosalpinx confirmed. No other significant abnormalities or evidence of malignancies. No further action required. Note the cervix has not been removed. Discrepancy noted in essure removal date: (B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: infertility. [Magnetic resonance imaging] in (B)(6) 2013: revealed a pedunculated fibroid and iucd which the patient has no recollection of having had inserted.; on 12-apr-2019: pelvis gynecological: fluid-filled cystic area related to the right adnexa likely tubal/para ovarian as described. Benign appearing cyst within the right ovary which may represent a resolving hemorrhagic cyst or cyst. With debris. Small left haemato salpinx. Overall the mr features are of benign changes. [Scan] on (B)(6) 2017: clinical history: upper abdominal pain with vomiting. Gallstones ivf twin pregnancy at 27 weeks. Hydronephrosis, pyelonephritis twin pregnancy with cardiac activity x 2 impression: right hydronephrosis. Splenomegaly. No gall stones; on (B)(6) 2022: xr abdomen: essure (22mm in length) is seen projected over the left side of the pelvis. [Ultrasound pelvis] on (B)(6) 2014: finding the uterus is anteverted, appearing normal in size, shape and echo pattern, measuring 7 .3 x 3.7 x 5.9 cm. The endometrium is smooth and regular, measuring 1.32 cm in the fundal region. Both ovaries appear normal in shape and follicular echo pattern. Large follicles are seen in both ovaries . The right ovary measures 41 ml and the left ovary measures 22 ml. There are no adnexal masses present and there is no free fluid in the pelvis; on (B)(6) 2018: impression: normal uterus and right ovary. Significant free fluid. Complex left adnexal appearances suggesting a hydrosalpinx quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-dec-2023: medical record received. Event hypersensitivity added. Lab data, medical history, concomitant condition and reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain / pain"), device dislocation ("essure (22mm in length) is seen projected over the left side of the pelvis"), embedded device ("embedded in the lateral and inferior or wall' of this is a metallic rod measuring 2.7 cm in length"), device breakage ("remnant essure device") and tubo-ovarian abscess ("possible tubo-ovarian abscess") in a 42 year-old female patient who had essure inserted (lot no. A90481) for female sterilisation. Additional non-serious events are detailed below. Co-suspect products included aspirin (e.c.) And antibiotics. The patient had a medical history of adhesiolysis in 2020, irregular menstruation and oral contraceptive in 2013, pelvic pain in 2011 and dysuria, adnexa uteri cyst, gravida ii (+ 2 early miscarriages,), nulliparous, intrauterine contraception, medical device discomfort, nabothian cyst (nabothian cyst in the endocervix), miscarriage, ovarian cyst, iliac fossa pain, dysmenorrhea, vaginal bleeding, abdominal cramps, appendicectomy, laparotomy, polycystic ovaries and endometriosis. Previously administered products included: femoston [dydrogesterone;estradiol]. Concurrent conditions were listed as ovarian cyst, endometriosis, nickel allergy, abdominal adhesions, abdominal pain, polycystic ovarian syndrome, hydronephrosis and spotting vaginal. Concomitant products included co dydramol (dihydrocodeine bitartrate;paracetamol) since (B)(6) 2015, metronidazole since (B)(6) 2015, azithromycin since (B)(6) 2015, codeine, evorel (estradiol), utrogestan (progesterone), cyclogest (progesterone) and progesterone. On (B)(6) 2015, the patient had essure inserted. In april 2018 she experienced abdominal pain lower ("lower abdominal pain / left iliac fossa pain /abdominal pain"). On (B)(6) 2022 she experienced device dislocation (seriousness criterion medically important). Essure was removed on (B)(6) 2023. On an unknown date, the patient started aspirin (e.c.) At an unspecified dose and frequency. On an unknown date, the patient started antibiotics at an unspecified dose and frequency. On unknown dates she experienced pelvic pain (seriousness criteria medically important and intervention required), embedded device (seriousness criterion medically important), device breakage (seriousness criterion intervention required), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems"), bladder disorder ("urinary/bladder problems"), abdominal adhesions ("extensive intra-abdominal adhesions"), adenomyosis ("adenomyosis"), pregnancy with contraceptive device ("twin pregnancy"), twin pregnancy ("ivf twin pregnancy"), hypersensitivity ("allergic or hypersensitivity reaction;"), urinary tract infection ("suspected urinary tract infection"), vomiting ("vomiting"), vaginal discharge ("initially darkish brown discharge"), tubo-ovarian abscess (seriousness criterion medically important), endometriosis ("endometriosis"), feeling hot ("feeling warm"), hyperhidrosis ("sweaty"), hot flush ("hot flushes"), mood swings ("mood swings") and vulvovaginal dryness ("vaginal dryness") and was found to have weight increased ("weight gain"). The patient was treated with paracetamol, fluoxetine and dalteparin as well as surgery (salpingo-oophorectomy essure removal via hysterectomy on (B)(6) 2020 and laparoscopic left salpingo-oophorectomy + removal of cervix). In 2020, the pelvic pain had resolved. At the time of the report, the outcomes for device breakage, dyspareunia, genital haemorrhage, mental disorder, bladder disorder, hypersensitivity, urinary tract infection, vomiting, vaginal discharge, endometriosis, feeling hot, hyperhidrosis, hot flush, weight increased and vulvovaginal dryness were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as live birth of multiple neonates with no information on the children's health. The delivery occurred on an unknown date. The reporter considered abdominal adhesions, abdominal pain lower, adenomyosis, bladder disorder, device breakage, device dislocation, dyspareunia, embedded device, endometriosis, feeling hot, genital haemorrhage, hot flush, hyperhidrosis, hypersensitivity, mental disorder, mood swings, pelvic pain, pregnancy with contraceptive device, tubo-ovarian abscess, twin pregnancy, urinary tract infection, vaginal discharge, vomiting, vulvovaginal dryness and weight increased to be related to essure administration. The reporter commented: (B)(6) 2013: patient with history of acute lif pain, chronic pelvic pain secondary to recurrent ovarian cysts and endometriosis. Urine bhcg negative . Constant pain not responding to regular paracetamol, tramadol, codeine, diclofenac and pregabalin. No urinary symptoms, no fevers or vomiting. (B)(6) 2020: histopathology report: specimen uterus, both tubes and left ovarian: macroscopy: uterus is distorted with a distorted right adnexal fibrous mass. On the left side there is an elongated distorted fragment. Left fallopian tube. Endometrial thickness is 3mm. Myometrium measures 25mm. A small sub serosal fibroid is identified. Microscopy: uterus, both tubes showed proliferative phase endometrium and a benign leiomyoma. The right fallopian tube is within normal limits. The right ovary shows area of hemorrhage, few walt hard cell nests and an area of fibrotic nodule which is being investigated further. There is no evidence of endometriosis. Sections taken as left fallopian tube show broad ligament with areas of hemorrhage. Tubal structures are not identified. Left ovarian cyst shows fibrotic nodular tissue with areas of hemorrhage. The ovary has a small nodular area with cystic spaces. There is no evidence of malignancy. The immunohistochemistry and the deeper levels of the ovary show no significant abnormality. (B)(6) 2020: procedure performed in feb-2020: laparoscopic adhesiolysis to omentum, bowel, bladder+ open subtotal abdominal hysterectomy + bilateral salpingectomy + right salpingo-oophorectomy + left ovarian cystectomy. Histology: fibroid uterus with benign histological findings. Haematosalpinx confirmed. No other significant abnormalities or evidence of malignancies. No further action required. Note the cervix has not been removed discrepancy noted in essure removal date: (B)(6) 2023 & (B)(6) 20 I can also see that her MRI was done in january 2023, and her surgery was done in (B)(6) 2023. This prolonged time between MRI and surgery may mean that the essur. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2022: migrating to pelvis or abdomen, was not seen on ultrasound or during her surgery a; (date unknown): there is a small bowel loop traversed across the top of the cervix well encapsulated 6 cm left ovarian cyst, and embedded in the lateral and inferior or wall' of this is a metallic rod measuring 2.7 cm in length [computerised tomogram pelvis] on (B)(6) 2022: the metallic object is in the left hemipelvis, adjacent to a large cystic structure, presumably arising from the ovary o-s measuring up to 7cm and migrating to pelvis or abdomen was not seen on ultrasound or during her surgery as she had subtotal hysterectomy and removal of both fallopian tubes. Metallic object is in the left hemipelvis, adjacent to a large cystic structure, presumably arising from the ovary; on (B)(6) 2022: which confirmed essure projecting on the left pelvic sidewall and adjacent to the left ovary, large cystic structure measuring about 7cm. This ovarian cyst was not seen on previous pelvic scan. Reported she continues to experience constant lower abdominal and pelvic pain and currently on regular pain relief. Discussed to further investigate the cyst [hysterosalpingogram] on (B)(6) 2015: infertility [magnetic resonance imaging] in june 2013: revealed a pedunculated fibroid and iucd which the patient has no recollection of having had inserted.; on (B)(6) 2019: pelvis gynecological: fluid-filled cystic area related to the right adnexa likely tubal/para ovarian as described. Benign appearing cyst within the right ovary which may represent a resolving hemorrhagic cyst or cyst. With debris. Small left haemato salpinx. Overall the mr features are of benign changes.; on (B)(6) 2022: essure device continues to be present within the left fallopian tube. The left fallopian tube itself is dilated and is in close relation to the left ovary, which has a simple cyst. The cervix remains and is at the ength of 4.8 cm. There does not appear to be much adhesion on the latest MRI; on (B)(6) 2023: small bowel loop transversed across top of cervix. Encapsulated 6 cm l ov cyst; embedded in the lateral & inferior wall is the essure device. Low signal bands extending from the upper cervix on the l side to the l psw & l ov cyst. Small endometriotic deposit lateral aspect of pelvic sidewall; extends through peritoneal reflection to nv bundle.; on (B)(6) 2024: the cervix was still there, and the essure was still there within the left adnexa which had a simple ovarian cyst, but persistent. [Pathology test] on (B)(6) 2023: clinical details: left pelvic pain. Had laparoscopic subtotal hysterectomy and right salpingo-oophorectomy plus left salpingectomy 2020. MRI repeated due to pain-remnant of left tube+ ovary and essure. Today had laparoscopic removal of cervix and left tube am: left ovary. Please look for presence of essure in the specimen. Specimen: a. Cervix b. Ovary, +tube both left also included are sections representing a dilated fallopian tube with focal lymphocytic infiltration in the endosalpingeal lining. Negative for atypia or malignancy. Not diagnostic for endometriosis. No metallic clips / essure seen in either of the 2 specimens examined. Section shows ovarian tissue including both follicular and hemorrhagic ovarian cyst wall. Conclusion: dilated fallopian tube wall with both follicular/hemorrhagic ovarian cysts negative for atypia or malignancy macroscopy: cervix measures 50 x 45 x 40mm. Cervical os measures 9mm in diameter. No metal contraceptive device identified. [Pregnancy test] on (B)(6) 2013: negative [scan] on (B)(6) 2017: clinical history: upper abdominal pain with vomiting. Gallstones ivf twin pregnancy at 27 weeks. Hydronephrosis, pyelonephritis twin pregnancy with cardiac activity x 2 impression: right hydronephrosis. Splenomegaly. No gall stones; on (B)(6) 2021: essure (22mm in length) is seen projected over the left side) of the pelvis. From the bx I understand that there has been -, subtotal hysterectomy and bilateral tubal removal and: therefore, I am uncertain of where exactly this essure is: located. A low dose pelvic CT is advised to ascertain exact I location.; on (B)(6) 2022: xr abdomen: essure (22mm in length) is seen projected over the left side of the pelvis. [Ultrasound pelvis] on (B)(6) 2014: finding the uterus is anteverted, appearing normal in size, shape and echo pattern, measuring 7 .3 x 3.7 x 5.9 cm. The endometrium is smooth and regular, measuring 1.32 cm in the fundal region. Both ovaries appear normal in shape and follicular echo pattern. Large follicles are seen in both ovaries . The right ovary measures 41 ml and the left ovary measures 22 ml . There are no adnexal masses present and there is no free fluid in the pelvis; on (B)(6) 2018: impression: 1) normal uterus and right ovary.2)significant free fluid. 3) complex left adnexal appearances suggesting a hydrosalpinx; on (B)(6) 2019: appearances suggest a hydrosalpinx. Complete right adnexa suggest a possible tubo-ovarian abscess or endometrioma. Left adnexa suggesting a small hydrosalpinx. Left ovary appears normal. Further cross sectional imaging may be helpful [x-ray] on (B)(6) 2022: abdomen was done showed essure projecting of left pelvic sidewall but exact location cant be ascertain. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records.. Essure micro-insert embedded. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: medical record received. New event device breakage, uti< vomiting, vaginal discharge, tub ovarian abscess, endometriosis, feeling hot, sweating, hot flushes, mood swing, vaginal dryness, weight gain are added. Medical history, reporter causality comment updated. Essure removal date updated. Lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain / pain"), device dislocation ("essure (22mm in length) is seen projected over the left side of the pelvis"), embedded device ("embedded in the lateral and inferior or wall' of this is a metallic rod measuring 2.7 cm in length"), device breakage ("remnant essure device") and tubo-ovarian abscess ("possible tubo-ovarian abscess") in a 42 year-old female patient who had essure inserted (lot no. A90481) for female sterilisation. Additional non-serious events are detailed below. Co-suspect products included aspirin (e.c.) And antibiotics. The patient had a medical history of adhesiolysis in 2020, irregular menstruation and oral contraceptive in 2013, pelvic pain in 2011 and dysuria, adnexa uteri cyst, gravida ii (+ 2 early miscarriages,), nulliparous, intrauterine contraception, medical device discomfort, nabothian cyst (nabothian cyst in the endocervix), miscarriage, ovarian cyst, iliac fossa pain, dysmenorrhea, vaginal bleeding, abdominal cramps, appendicectomy, laparotomy, polycystic ovaries and endometriosis. Previously administered products included: femoston [dydrogesterone;estradiol]. Concurrent conditions were listed as ovarian cyst, endometriosis, nickel allergy, abdominal adhesions, abdominal pain, polycystic ovarian syndrome, hydronephrosis and spotting vaginal. Concomitant products included co dydramol (dihydrocodeine bitartrate;paracetamol) since (B)(6) 2015, metronidazole since (B)(6) 2015, azithromycin since (B)(6) 2015, codeine, evorel (estradiol), utrogestan (progesterone), cyclogest (progesterone) and progesterone. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018 she experienced abdominal pain lower ("lower abdominal pain / left iliac fossa pain /abdominal pain"). On (B)(6) 2022 she experienced device dislocation (seriousness criterion medically important). Essure was removed on (B)(6) 2023. On an unknown date, the patient started aspirin (e.c.) At an unspecified dose and frequency. On an unknown date, the patient started antibiotics at an unspecified dose and frequency. On unknown dates she experienced pelvic pain (seriousness criteria medically important and intervention required), embedded device (seriousness criterion medically important), device breakage (seriousness criterion intervention required), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems"), bladder disorder ("urinary/bladder problems"), abdominal adhesions ("extensive intra-abdominal adhesions"), adenomyosis ("adenomyosis"), pregnancy with contraceptive device ("twin pregnancy"), twin pregnancy ("ivf twin pregnancy"), hypersensitivity ("allergic or hypersensitivity reaction;"), urinary tract infection ("suspected urinary tract infection"), vomiting ("vomiting"), vaginal discharge ("initially darkish brown discharge"), tubo-ovarian abscess (seriousness criterion medically important), endometriosis ("endometriosis"), feeling hot ("feeling warm"), hyperhidrosis ("sweaty"), hot flush ("hot flushes"), mood swings ("mood swings") and vulvovaginal dryness ("vaginal dryness") and was found to have weight increased ("weight gain"). The patient was treated with paracetamol, fluoxetine and dalteparin as well as surgery (salpingo-oophorectomy essure removal via hysterectomy on 05-feb-2020 and laparoscopic left salpingo-oophorectomy + removal of cervix). In 2020, the pelvic pain had resolved. At the time of the report, the outcomes for device breakage, dyspareunia, genital haemorrhage, mental disorder, bladder disorder, hypersensitivity, urinary tract infection, vomiting, vaginal discharge, endometriosis, feeling hot, hyperhidrosis, hot flush, weight increased and vulvovaginal dryness were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as live birth of multiple neonates with no information on the children's health. The delivery occurred on an unknown date. The reporter considered abdominal adhesions, abdominal pain lower, adenomyosis, bladder disorder, device breakage, device dislocation, dyspareunia, embedded device, endometriosis, feeling hot, genital haemorrhage, hot flush, hyperhidrosis, hypersensitivity, mental disorder, mood swings, pelvic pain, pregnancy with contraceptive device, tubo-ovarian abscess, twin pregnancy, urinary tract infection, vaginal discharge, vomiting, vulvovaginal dryness and weight increased to be related to essure administration. The reporter commented: (B)(6) 2013: patient with history of acute lif pain, chronic pelvic pain secondary to recurrent ovarian cysts and endometriosis. Urine bhcg negative . Constant pain not responding to regular paracetamol, tramadol, codeine, diclofenac and pregabalin. No urinary symptoms, no fevers or vomiting. (B)(6) 2020: histopathology report: specimen uterus, both tubes and left ovarian: macroscopy: uterus is distorted with a distorted right adnexal fibrous mass. On the left side there is an elongated distorted fragment. Left fallopian tube. Endometrial thickness is 3mm. Myometrium measures 25mm. A small sub serosal fibroid is identified. Microscopy: uterus, both tubes showed proliferative phase endometrium and a benign leiomyoma. The right fallopian tube is within normal limits. The right ovary shows area of hemorrhage, few walt hard cell nests and an area of fibrotic nodule which is being investigated further. There is no evidence of endometriosis. Sections taken as left fallopian tube show broad ligament with areas of hemorrhage. Tubal structures are not identified. Left ovarian cyst shows fibrotic nodular tissue with areas of hemorrhage. The ovary has a small nodular area with cystic spaces. There is no evidence of malignancy. The immunohistochemistry and the deeper levels of the ovary show no significant abnormality. (B)(6) 2020: procedure performed in (B)(6) 2020: laparoscopic adhesiolysis to omentum, bowel, bladder+ open subtotal abdominal hysterectomy + bilateral salpingectomy + right salpingo-oophorectomy + left ovarian cystectomy. Histology: fibroid uterus with benign histological findings. Haematosalpinx confirmed. No other significant abnormalities or evidence of malignancies. No further action required. Note the cervix has not been removed discrepancy noted in essure removal date: (B)(6) 2023 & (B)(6) 2020 I can also see that her MRI was done in (B)(6) 2023, and her surgery was done in (B)(6) 2023. This prolonged time between MRI and surgery may mean that the essur. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2022: migrating to pelvis or abdomen, was not seen on ultrasound or during her surgery a; (date unknown): there is a small bowel loop traversed across the top of the cervix well encapsulated 6 cm left ovarian cyst, and embedded in the lateral and inferior or wall' of this is a metallic rod measuring 2.7 cm in length [computerised tomogram pelvis] on (B)(6) 2022: the metallic object is in the left hemipelvis, adjacent to a large cystic structure, presumably arising from the ovary o-s measuring up to 7cm and migrating to pelvis or abdomen was not seen on ultrasound or during her surgery as she had subtotal hysterectomy and removal of both fallopian tubes. Metallic object is in the left hemipelvis, adjacent to a large cystic structure, presumably arising from the ovary; on (B)(6) 2022: which confirmed essure projecting on the left pelvic sidewall and adjacent to the left ovary, large cystic structure measuring about 7cm. This ovarian cyst was not seen on previous pelvic scan. Reported she continues to experience constant lower abdominal and pelvic pain and currently on regular pain relief. Discussed to further investigate the cyst [hysterosalpingogram] on (B)(6) 2015: infertility [magnetic resonance imaging] in (B)(6) 2013: revealed a pedunculated fibroid and iucd which the patient has no recollection of having had inserted.; on (B)(6) 2019: pelvis gynecological: fluid-filled cystic area related to the right adnexa likely tubal/para ovarian as described. Benign appearing cyst within the right ovary which may represent a resolving hemorrhagic cyst or cyst. With debris. Small left haemato salpinx. Overall the mr features are of benign changes.; on (B)(6) 2022: essure device continues to be present within the left fallopian tube. The left fallopian tube itself is dilated and is in close relation to the left ovary, which has a simple cyst. The cervix remains and is at the ength of 4.8 cm. There does not appear to be much adhesion on the latest MRI; on (B)(6) 2023: small bowel loop transversed across top of cervix. Encapsulated 6 cm l ov cyst; embedded in the lateral & inferior wall is the essure device. Low signal bands extending from the upper cervix on the l side to the l psw & l ov cyst. Small endometriotic deposit lateral aspect of pelvic sidewall; extends through peritoneal reflection to nv bundle.; on (B)(6) 2024: the cervix was still there, and the essure was still there within the left adnexa which had a simple ovarian cyst, but persistent. [Pathology test] on (B)(6) 2023: clinical details: left pelvic pain. Had laparoscopic subtotal hysterectomy and right salpingo-oophorectomy plus left salpingectomy 2020. MRI repeated due to pain-remnant of left tube+ ovary and essure. Today had laparoscopic removal of cervix and left tube am: left ovary. Please look for presence of essure in the specimen. Specimen: a. Cervix b. Ovary, +tube both left also included are sections representing a dilated fallopian tube with focal lymphocytic infiltration in the endosalpingeal lining. Negative for atypia or malignancy. Not diagnostic for endometriosis. No metallic clips / essure seen in either of the 2 specimens examined. Section shows ovarian tissue including both follicular and hemorrhagic ovarian cyst wall. Conclusion: dilated fallopian tube wall with both follicular/hemorrhagic ovarian cysts negative for atypia or malignancy macroscopy: cervix measures 50 x 45 x 40mm. Cervical os measures 9mm in diameter. No metal contraceptive device identified. [Pregnancy test] on (B)(6) 2013: negative [scan] on (B)(6) 2017: clinical history: upper abdominal pain with vomiting. Gallstones ivf twin pregnancy at 27 weeks. Hydronephrosis, pyelonephritis twin pregnancy with cardiac activity x 2 impression: right hydronephrosis. Splenomegaly. No gall stones; on (B)(6) 2021: essure (22mm in length) is seen projected over the left side) of the pelvis. From the bx I understand that there has been -, subtotal hysterectomy and bilateral tubal removal and: therefore, I am uncertain of where exactly this essure is: located. A low dose pelvic CT is advised to ascertain exact I location.; on (B)(6) 2022: xr abdomen: essure (22mm in length) is seen projected over the left side of the pelvis. [Ultrasound pelvis] on (B)(6) 2014: finding the uterus is anteverted, appearing normal in size, shape and echo pattern, measuring 7 .3 x 3.7 x 5.9 cm. The endometrium is smooth and regular, measuring 1.32 cm in the fundal region. Both ovaries appear normal in shape and follicular echo pattern. Large follicles are seen in both ovaries . The right ovary measures 41 ml and the left ovary measures 22 ml . There are no adnexal masses present and there is no free fluid in the pelvis; on (B)(6)2018: impression: 1) normal uterus and right ovary.2)significant free fluid. 3) complex left adnexal appearances suggesting a hydrosalpinx; on (B)(6) 2019: appearances suggest a hydrosalpinx. Complete right adnexa suggest a possible tubo-ovarian abscess or endometrioma. Left adnexa suggesting a small hydrosalpinx. Left ovary appears normal. Further cross sectional imaging may be helpful [x-ray] on (B)(6) 2022: abdomen was done showed essure projecting of left pelvic sidewall but exact location cant be ascertain. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records.. Essure micro-insert embedded lot number: a90481 manufacture date: 2013-01 expiration date: ~2016-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 22-apr-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain / pain"), device dislocation ("essure (22mm in length) is seen projected over the left side of the pelvis") and embedded device ("embedded in the lateral and inferior or wall' of this is a metallic rod measuring 2.7 cm in length") in a 42 year-old female patient who had essure inserted (lot no. A90481) for female sterilisation. Additional non-serious events are detailed below. Co-suspect products included aspirin (e.c.) And antibiotics. The patient had a medical history of adhesiolysis in 2020, irregular menstruation and oral contraceptive in 2013, pelvic pain in 2011 and gravida ii (+ 2 early miscarriages,), nulliparous, intra-uterine contraceptive device, medical device discomfort, nabothian cyst (nabothian cyst in the endocervix), miscarriage, ovarian cyst, iliac fossa pain, dysmenorrhea, vaginal bleeding, abdominal cramps, appendicectomy, laparotomy, polycystic ovaries and endometriosis. Previously administered products included: femoston [dydrogesterone;estradiol]. Concurrent conditions were listed as abdominal pain, polycystic ovarian syndrome, hydronephrosis and spotting vaginal. Concomitant products included co dydramol (dihydrocodeine bitartrate;paracetamol) since (B)(6) 2015, metronidazole since (B)(6) 2015, azithromycin since (B)(6) 2015, cyclogest (progesterone) and progesterone. On an unknown date, the patient started aspirin (e.c.) At an unspecified dose and frequency. On an unknown date, the patient started antibiotics at an unspecified dose and frequency. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018 she experienced abdominal pain lower ("lower abdominal pain / left iliac fossa pain /abdominal pain"). On (B)(6) 2022 she experienced device dislocation (seriousness criterion medically important). On unknown dates she experienced pelvic pain (seriousness criteria medically important and intervention required), embedded device (seriousness criterion medically important), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological/psychiatric problems"), bladder disorder ("urinary/bladder problems"), abdominal adhesions ("extensive intra-abdominal adhesions"), adenomyosis ("adenomyosis"), pregnancy with contraceptive device ("twin pregnancy"), twin pregnancy ("ivf twin pregnancy") and hypersensitivity ("allergic or hypersensitivity reaction;"). The patient was treated with paracetamol, fluoxetine and dalteparin as well as surgery (salpingo-oophorectomy essure removal via hysterectomy on (B)(6) 2020). In 2020, the pelvic pain had resolved. At the time of the report, the outcomes for dyspareunia, genital haemorrhage, mental disorder, bladder disorder and hypersensitivity were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as live birth of multiple neonates with no information on the children's health. The delivery occurred on an unknown date. The reporter considered abdominal adhesions, abdominal pain lower, adenomyosis, bladder disorder, device dislocation, dyspareunia, embedded device, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, pregnancy with contraceptive device and twin pregnancy to be related to essure administration. The reporter commented: (B)(6) 2013: patient with history of acute lif pain, chronic pelvic pain secondary to recurrent ovarian cysts and endometriosis. Urine bhcg negative . Constant pain not responding to regular paracetamol, tramadol, codeine, diclofenac and pregabalin. No urinary symptoms, no fevers or vomiting. (B)(6) 2020: histopathology report: specimen uterus, both tubes and left ovarian: macroscopy: uterus is distorted with a distorted right adnexal fibrous mass. On the left side there is an elongated distorted fragment. Left fallopian tube. Endometrial thickness is 3mm. Myometrium measures 25mm. A small sub serosal fibroid is identified. Microscopy: uterus, both tubes showed proliferative phase endometrium and a benign leiomyoma. The right fallopian tube is within normal limits. The right ovary shows area of hemorrhage, few walt hard cell nests and an area of fibrotic nodule which is being investigated further. There is no evidence of endometriosis. Sections taken as left fallopian tube show broad ligament with areas of hemorrhage. Tubal structures are not identified. Left ovarian cyst shows fibrotic nodular tissue with areas of hemorrhage. The ovary has a small nodular area with cystic spaces. There is no evidence of malignancy. The immunohistochemistry and the deeper levels of the ovary show no significant abnormality. 19-mar-2020: procedure performed in (B)(6) 2020: laparoscopic adhesiolysis to omentum, bowel, bladder+ open subtotal abdominal hysterectomy + bilateral salpingectomy + right salpingo-oophorectomy + left ovarian cystectomy. Histology: fibroid uterus with benign histological findings. Haematosalpinx confirmed. No other significant abnormalities or evidence of malignancies. No further action required. Note the cervix has not been removed discrepancy noted in essure removal date: (B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] (date unknown): there is a small bowel loop traversed across the top of the cervix well encapsulated 6 cm left ovarian cyst, and embedded in the lateral and inferior or wall' of this is a metallic rod measuring 2.7 cm in length [computerised tomogram pelvis] on (B)(6) 2022: the metallic object is in the left hemipelvis, adjacent to a large cystic structure, presumably arising from the ovary o-s measuring up to 7cm [hysterosalpingogram] on (B)(6) 2015: infertility [magnetic resonance imaging] in (B)(6) 2013: revealed a pedunculated fibroid and iucd which the patient has no recollection of having had inserted.; on (B)(6) 2019: pelvis gynecological: fluid-filled cystic area related to the right adnexa likely tubal/para ovarian as described. Benign appearing cyst within the right ovary which may represent a resolving hemorrhagic cyst or cyst. With debris. Small left haemato salpinx. Overall the mr features are of benign changes.; on (B)(6) 2023: small bowel loop transversed across top of cervix. Encapsulated 6 cm l ov cyst; embedded in the lateral & inferior wall is the essure device. Low signal bands extending from the upper cervix on the l side to the l psw & l ov cyst. Small endometriotic deposit lateral aspect of pelvic sidewall; extends through peritoneal reflection to nv bundle. [Pregnancy test] on (B)(6) 2013: negative [scan] on (B)(6) 2017: clinical history: upper abdominal pain with vomiting. Gallstones ivf twin pregnancy at 27 weeks. Hydronephrosis, pyelonephritis twin pregnancy with cardiac activity x 2 impression: right hydronephrosis. Splenomegaly. No gall stones; on (B)(6) 2021: essure (22mm in length) is seen projected over the left side) of the pelvis. From the bx I understand that there has been -, subtotal hysterectomy and bilateral tubal removal and: therefore, I am uncertain of where exactly this essure is: located. A low dose pelvic CT is advised to ascertain exact I location.; on (B)(6) 2022: xr abdomen: essure (22mm in length) is seen projected over the left side of the pelvis. [Ultrasound pelvis] on (B)(6) 2014: finding the uterus is anteverted, appearing normal in size, shape and echo pattern, measuring 7 .3 x 3.7 x 5.9 cm. The endometrium is smooth and regular, measuring 1.32 cm in the fundal region. Both ovaries appear normal in shape and follicular echo pattern. Large follicles are seen in both ovaries . The right ovary measures 41 ml and the left ovary measures 22 ml . There are no adnexal masses present and there is no free fluid in the pelvis; on (B)(6) 2018: impression: 1) normal uterus and right ovary.2)significant free fluid. 3) complex left adnexal appearances suggesting a hydrosalpinx [x-ray] on (B)(6) 2022: abdomen was done showed essure projecting of left pelvic sidewall but exact location cant be ascertain. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records. Essure micro-insert embedded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-mar-2024: mr received : reporters information patient medical history and lab data added. Event ¿embedded device¿ added. Concomitant drugs added rcc updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.